Event description:
Account reported that while using the guideliner for a case, a perforation of the patient's artery occurred. As of (B)(6)2010, the physician has not provided any details or additional information regarding impact to the patient.

Manufacturer narrative:
Guideliner was discarded and no evaluation could be performed. Manufacturer has made multiple attempts to contact the physician to gather detailed information on the event, but no return contact has been made. Therefore, the exact conditions of use of the guideliner device during the procedure cannot be confirmed; and manufacturer is unable to conclude how the vessel perforation occurred or if perforation was caused by the guideliner. The impact to the patient remains unknown. Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person. Device not returned to manufacturer.